Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during the implant procedure upon connecting the pacemaker, the conduction time when pacing in the atrium exceeded 430 milliseconds. It was noted that the patient needed atrial production, so the physician opted to implant a different pacemaker. This pacemaker was attempted and not implanted.